Manufacturer narrative:
Additional information has been provided in sections h.6 and h.10. Sample was not received at the manufacturing site for evaluation for the report of the soft tip did not introduce in the surgical trocar; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent file were reviewed by the manufacturing site. Photos showed a tyvek label that is illegible. Few photos showed 2 shows a soft tip in a blister. Photo 4 shows a label stapled to a blister, photo 6 shows the product label with the lot information. The reported issue of the soft tip did not introduce in the surgical trocar could not be confirmed from the photos. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected during the manufacturing process to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic canula did not introduce in the surgical trocar during the surgery. The surgery was completed by an alternate probe.